Event description:
Information received from the field notes that during a pacemaker check, dashes (---) were observed for programmed parameters. The battery voltage was 2.16v with a current drain of 94ua and 6k ohms cell impedance. The atrial lead impedance was <250 ohms and the ventricular lead impedance was >1990 ohms. No pacing spikes were observed and the patient's rhythm was 40 bpm. Reprogramming and return to standard were unsuccessful, so the device was replaced.